Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, dissection and perforation occurred. The 80% stenosed lesion being treated was located in the calcified, tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x12 mm non-boston scientific balloon. The physician used a non boston scientific stent, but was unable to cross the lesion. Then he used a 2.5x8 mm, 2.75x8 mm, and a 3.0x15 mm quantum maverick balloon to predilate. Another attempt to place a non boston scientific stent was made, however, it would not cross the lesion. The physician exchanged it with a 2.50x 20 mm taxus express2 drug eluting stent, but could not cross the lesion. Then he changed to 2.75x24 mm taxus liberte drug eluting stent. The physician felt resistance at the lesion, so the stent was inflated in the "unfit position". After the physician post dilated with a 3.0x15 mm quantum maverick, a perforation and dissection were found at the proximal lad. A 3.00x24 mm taxus liberte drug eluting stent was placed overlapping the 2.75x24 mm taxus liberte to correct the dissection and perforation. No add'l pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.